Event description:
Rn at the bedside to reposition patient and patient states that she feels like she has to urinate while foley in place. Rn repositioned patient to ensure foley was not being occluded and found the foley laying on the bed no longer inflated. Upon further inspection a leak was noted at the port site of the foley (near the saline port site). New foley placed and no harm done to patient.